Event description:
Pt returned non-functional hearing aid to audiology department and it appears there may have been a fire in the hearing aid. Pt reported that the hearing aid beeped a few times and then stopped working. Inspection of the device found a suspicious coloring in the hearing aid. Black material coating the inside of the device acted as soot and the hearing aid smelled of smoke.